Event description:
It was reported that the filter was not completely opened. On (B)(6) 2008 that two greenfield ivc filters were implanted. Access was obtained via the right internal jugular vein. An introducer catheter and a j-wire were advanced to the superior vena cava via fluoroscopic guidance. A dilator was passed over the guidewire and an attempt were made to remove the initial short guidewire for a longer guidewire. Repeated attempts were made to advance the dilator over the guidewire and into the superior and inferior vena cava. After multiple attempts the long guidewire was replaced with the initial short guidewire which was advanced into the inferior vena cava and the dilator was advanced through the atrium and into the inferior vena cava. The greenfield filter sheath and dilator were passed over the guidewire and advanced through the inferior vena cava to the bifurcation. The dilator and guidewire were removed and the introducer carrying the filter was passed through the sheath to in the inferior vena cava. The filter was discharged inferior to the l3-l4 vertebra, therefore a second ivc filter was placed through the sheath to the l2-l3 level and was discharged. The second filter was angulated, and the feet of the filter did not all appear to be deployed properly; however, the filter seemed to be fixed in position. The patient was bleeding from stentomy site where the dilator had entered and where a triple lumen line had been placed. Pressure was maintained to secure the bleeding. The procedure was tolerated satisfactorily.